Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-19 h6: investigation summary customer returned (1) 1ml bd insulin syringe from lot# 7219705. The consumer reported that the plunger rod was difficult to move, and the rubber stopper appeared to be damaged. The returned syringe was examined, and it was observed that the stopper attached to the plunger rod was disfigured within the barrel and the plunger rod assembly could not be moved. A review of the device history record was completed for batch# 7219705. All inspections were performed per the applicable operations qc specifications. Bd was able to confirm the customer¿s indicated failure. The root cause was identified as the stopper guide had worked its way loose. H3 other text : see h10.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had plunger difficult to move and defective stopper issues. The following information was provided by the initial reporter : the consumer reported plunger rod difficult to move and also stated that the rubber stopper appears to be damaged. Date of event : unknown samples : available.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles had plunger difficult to move and defective stopper issues. The following information was provided by the initial reporter : the consumer reported plunger rod difficult to move and also stated that the rubber stopper appears to be damaged. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.